Event description:
Information was received indicating that the battery cover and the face plate were broken with noted low volume to the speaker on a smiths medical pneupac® parapac® ventilator. There were no reported adverse effects.

Manufacturer narrative:
One ventilator was returned for evaluation. The device was returned in used condition with damage to the battery compartment and faceplate. This visual inspection confirms the reported customer complaint. The battery compartment and faceplate was replaced. Low speaker volume was due to sound hole on bent faceplate not lined up to speaker. When faceplate was replaced, the speaker volume level was back to normal. Device passed all functional tests. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.